Manufacturer narrative:
(B)(4). The homechoice was returned and analyzed. The event history log review identified the following therapy errors in the alarm log: check heater line, check patient line, caution: negative uf, and a low drain volume alarm. No abnormalities were identified during internal/external inspections. The device passed all functional testing, and a simulated therapy was performed successfully. None of the therapy errors identified in the logs were able to be verified or duplicated during sample analysis. The cause of the therapy errors was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced unspecified therapy problems while performing peritoneal dialysis therapy on the homechoice (hc) device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device was made. Should additional relevant information become available, a supplemental report will be submitted.